Event description:
As reported, a 10mm x 100mm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter separated within the target arm graft and the markers came off the balloon catheter. A vascular surgeon had to remove the balloon catheter via surgical intervention. The markers were not removed during surgical intervention; instead, they broke off from the shaft, were picked up by staff, and placed in the box with the balloon catheter to be returned. The device was stored and prepared according to the instructions for use (IFU), and there was no difficulty removing the sterile packaging or the protective balloon cover. The device maintained negative pressure during preparation. The target vessel was an arm graft, which exhibited mild calcification, no tortuosity, and a 99% stenosis. The device was not placed into an acute bend at any point during the procedure. The balloon was inflated prior to separation to 6 atmospheres, with no indication of balloon rupture during inflation. There was no difficulty deflating the balloon, and it was deflated prior to attempting to remove the balloon catheter. The device separated while being withdrawn from the patient; however, there was no difficulty during withdrawal that led to the separation. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.